Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a fracture of the tubing exiting the cylinders. No other adverse patient effects were reported.

Manufacturer narrative:
A titan touch pump, and cylinders 1 and 2 were received for evalutaion. A separation within abrasion was noted on the longer exhaust tube of the pump. This was a site of leakage. Partial separations within abrasion were noted on the longer exhaust tube of the pump. This was not a site of leakage. Abrasion was also noted on all tubes of the pump. Two areas of separation within abrasion were noted on the exhaust tube of cylinder 1. These were both sites of leakage. Abrasion was noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with cylinder 2. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the longer exhaust tubing of the pump and exhaust tube of cylinder 1. Separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2016 and revised on (B)(6) 2021 due to a failed device. Additional information received indicated that after surgery, a small hole could be seen on the tubing roughly 10mm from the exit tubing of the cylinder.